Event description:
Used icy hot back patches twice a day for three days due to back pain. They gave me a terrible red itchy rash. I assumed my skin was just sensitive to them. I was on vacation and hadn't used this brand before. Stopped using patches and applied hydrocortisone cream to heal and stop itching. I realize now after gaining knowledge of the recall on them, that this was an unusual response to the patches. Dose or amount: 12 hour, frequency: 2 times a day. Dates of use: 2007. Diagnosis: back pain.